Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 6.0 mg/ml morphine at 2.5 mg/day and 40 mg/ml bupivacaine at 17 mg/day via an implantable pump for non-malignant pain and other. It was reported that a motor stall alarm occurred and was noted upon interrogation. No environmental, external, or patient factors may have led or contributed to the issue. There would be possible follow-up in (B)(6) and it was unknown if the issue was resolved. It was noted that surgical intervention had occurred. No symptoms were reported. The event date was noted to be (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2016-dec-23 from a company representative reported patient presented with return of pain. Health care professional (hcp) proceeded to make a refill given that the pump was scheduled for a routine pump refill. It was noted no cause was determined. Hcp decided to follow up in couple of weeks, and asked the patient to be aware and communicate with hcp if the pump alarm sounds again. The pump was working properly since the last refill. Hcp decided to monitor on the following weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.